Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hcp stated there was no apparent reason for an alarm. The patient had not been in contact with a large magnetic field. The alarm originated in the middle of the night. The patient was at home all day the day before, and didn't undertake any other activities than usual. The pump was implanted on (B)(6) 2014. Pump replacement occurred on (B)(6) 2018. It was again stated the critical alarm had occurred. The representative stated that another representative, who no longer works for medtronic, seemed to have taken the pump with them directly after the operating room procedure. It was stated this representative should have already send the pump for return. The current representative then stated they did not have any tracking details, and if the pump had not yet been received then the product was likely lost and they couldn't help any further.

Manufacturer narrative:
Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received hydromorphone (2.0mg/ml, 0.7557mg/day; simple continuous) in an implantable pump for an unknown indication for use. Concomitant mediations include fentanyl and oxycodone. The patient medical history was unable to be obtained. A motor stall occurred on (B)(6) 2018 at 15:18 with no recorded recovery (confirmed via interrogation session report from (B)(6) 2018). Review of the pump logs also indicated a previous (undetected) motor stall occurred on (B)(6) 2018 at 12:35 with recovery on (B)(6) 2018 at 08:30. The complaints were attributed to flu symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. Reported troubleshooting included pump interrogation, programming new infusion rate (0.7964mg/day), and programming a bolus without resolution. The patient was placed in the hospital under observation overnight and was given oral medication and topical fentanyl patches. The issue was considered on going as of (B)(6) 2018. The device status was indicated to be implanted - out of service. Surgical intervention was planned, but not yet scheduled. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.